Event description:
The customer's mother called to report that the display was blank when the customer woke up. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a problem with the interface board.